Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities noted during pmv testing. The instrument was received with the pushers advanced and the handle locked. Functionally, the instrument was reset and cycled. The jaw properly clamped and unclamped when the approximating lever was operated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the open low anterior resection procedure, the device was unable to fire. The surgeon did a manual suture to complete the procedure. No patient injury involved in this event. No additional information provided.